Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer's pump touchscreen was cracked. The contact did not know how the screen cracked. There was no impact to the customer's blood glucose level.